Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthritis ("arthritis"), spinal osteoarthritis ("degenerative changes in your back") and tooth loss ("teeth crumbling away"). The patient was treated with surgery (surgery to remove essure). Essure was removed in (B)(6) 2018. At the time of the report, the medical device removal, arthritis, spinal osteoarthritis and tooth loss outcome was unknown. The reporter considered arthritis, medical device removal, spinal osteoarthritis and tooth loss to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received. New event added: arthritis, degenerative changes in your back added. Reporter was added. On (B)(6) 2020: data received from social media. New event 'teeth crumbling away' added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed in (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.